Event description:
Additional information was received from the patient on october 23rd 2015 indicating that nothing had happened since original report. The patient called the manufacturer representative (rep) and they told them to do a physician mode recharge (pmr) and gave directions. The patient was told to try all night. The patient did that and still nothing worked. The rep indicated on october 26th 2015 that they met with the patient and they were utilizing the therapy and had no ill effects. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported they were seeing the poor communication screen on the patient programmer (pp) and were experiencing poor communication. The recharger was unable to communicate with the implant, and the patient was unable to charge when they tried on (B)(6). The last successful recharge session was a couple of weeks prior and the patient last felt stimulation on (B)(6). The patient stated they were going to try to contact a manufacturer's representative (rep). Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.